Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient experienced palpitations and chest discomfort. The right ventricular (rv) lead ex hibited dislodgement and was pulled in to the right atrium. It was noted that the slack was not adequate. The implantable pulse generator (ipg) exhibited being moved downward. The lead and ipg were revised and remain in use. No further patient complications have been reported as a result of this event.